Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent tlif at l3-4 levels for lumber spondylolisthesis. Intra-op, 4 screws (6,5x40mm) were inserted with navilock, s7 and o arm. Extender body at l4 came off when a left rod was placed with sequential reducer. Set screw was placed under direct vision with muscle hook. As the result of the event, the surgical time was extended 16-30 min. The product used in the patient. No patient complications were reported. Dr comment: there were no abnormal usage. Sr comment: sales rep and nurse confirmed that screws and extenders were attached and locked properly. Screw insertion depth was also no problem and screw head had a space to move. It was confirmed with navigation system. After rod insertion, sequential reduces at l3 and l4 were pushed down in increments of 4mm alternately. It was seemed not to load excess force. The surgeon felt that sequential reduces was floating and it was come off when l3 was reached rd and l 4 was also close to rd. The concerned extender came off just when the surgeon tried to set l4 rod after setting l3 rod. The surgeon commented he checked a screw just after it was connected with the extender and there wouldn't be much load during the placement of rods.

Manufacturer narrative:
Product analysis: visual and optical examination of the mas head engagement feature display significant deformation and damage on the mas retention features. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the event which is referenced in this complaint. The above observations are consistent with overload of the extender mas head engagement features.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.